Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump and was not able to troubleshoot as the customer was not present at the time of the call.

Manufacturer narrative:
The insulin pump had a cracked and bleeding lcd glass. Unable to perform the displacement test due to a missing retainer. The device had a minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, and a missing display window cover.